Event description:
The pt reported a suspected leak in the lap-band system, detected around [date] during an adjustment visit with the pt's implanting surgeon. The leak was confirmed when dye is injected into the band under a radiology scan. A re-operation is scheduled for [date]. The pfn will be returned after the band has been removed and replaced. Follow-up findings: the surgeon confirmed the leakage and the lap-band system, without the port, has been received at allergan for analysis. The replacement was another apl lap-band system.

Manufacturer narrative:
The access port connector associated with this report has not been returned with the lap-band system by the surgeon. Based upon the model number, serial number and implant date provided by the surgeon, the connector type is assumed to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."